Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain and tenderness at the battery site. The patient was prescribed lidoderm patches but it did not helped the pain. The patient will undergo a revision procedure to move the ipg more lateral.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing pain and tenderness at the battery site. The patient was prescribed (B)(4) patches but it did not helped the pain. The patient will undergo a revision procedure to move the ipg more lateral.